Manufacturer narrative:
2275, 2328 = "nl" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the has experienced bilateral side pain vaginal spotting, funneling of vagina secondary to repair, frequency, vaginal dryness, urge incontinence, prolapse genital incompetence/weak pubocervical tissue, recurrent left leg and low back pain, intermittent stream, straining to urinate, slowed urinary stream, hesitancy, urinary retention, vaginal discharge, anxiety, and exposed tvt mesh and from the posterior repair.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. (B)(4). Per direction by FDA in an email dated june 26, 2019, this emdr is being filed to submit new information obtained prior to a letter received on may 15, 2019, regarding the revocation of the asr for exemption e2013025. It was agreed upon with the FDA that the date of awareness would be the date of the email received, which is june 26, 2019. (B)(4) july 8, 2019.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Per additional information received, the patient experienced spotting, tunneling of vagina, hematuria, bladder spasm, continued foley catheter use, frequent urinary tract infections, abdominal pain, pelvic pain, urinary frequency, urgency, dysuria, vaginal bleeding, pain radiating towards the urethra, vaginal estrogen, exposed mesh, banded mesh, excision of mesh, cystocele and rectocele repair, intermittent stream, slowed urine stream, straining to urinate, urinary retention, vaginal discharge, kidney stones, pyuria, constipation, back pain, detrusor hypertrophy, incomplete bladder emptying, hematuria, chronic inflammation and foreign body material (pathology), and acute cystitis. She required both surgical and nonsurgical interventions. Per additional information received, the patient has experienced bladder spasms, hematuria, recurrent urinary stress incontinence, pelvic floor relaxation, recurrent cystocele, spotting, incomplete bladder emptying, detrusor hypertrophy, mesh erosion, postmenopausal bleeding, pelvic pain, atrophic and retroverted uterus, mesh exposure, recurrent urinary tract and bladder infections, dysuria, pyuria, recurrent rectocele, sensory urgency, vaginal bleeding, suprapubic discomfort, abdominal pain, perineal pain, atrophic kidney, psychophysiological dysuria, persistent nausea, diarrhea, back pain, removal of uterine polyp segment, extrusion/exposure of anterior and posterior mesh, pain radiating towards the urethra, constipation, chronic right flank pain, banding of posterior mesh, anterior and posterior mesh removal with repair of cystocele and rectocele, nocturia, and urge incontinence. Reason for report: revocation of asr, report ID number: (B)(6), corresponding exemption number: e2013025.